Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported when opening the device the guidewire "was damaged, already bent". Another device was obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. The complaint of a kinked guidewire was confirmed by the photos. The customer also returned one arterial pouch and guide wire for analysis. No definite signs-of-use were observed. Visual inspection revealed three major kinks in the guide wire body. Creasing on the kit packaging was also observed. Inspection of the protective tubing could not be performed as it was not returned. The damage observed is consistent with defects related to storage and shipping. The major kinks on the guide wire measured 41mm, 117mm, and 175mm from the distal end. The guide wire total length measured 349mm, which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.515mm, which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide". The guide wire was passed through a lab inventory 20 ga introducer needle. The undamaged portions of the guide wire were able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink , in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Multiple kinks were observed on the guide wire body. In addition, folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported when opening the device the guidewire "was damaged, already bent". Another device was obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported when opening the device the guidewire "was damaged, already bent". Another device was obtained for use. The patient's condition is reported as fine.